Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump received a pump error alarm and pump was not delivering the insulin. The customer reported no adverse event. The event involved product mmt-1780kl. Troubleshooting was performed. Fill cannula delivery test was not recorded in daily history. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test. The pump passed the displacement accuracy test at 0.0876 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 37 alarm on the event date of 05/27/2025 at 09:47:00.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. No delivery/occlusion alarm was not confirmed during testing. E/a alarm unspecified was confirmed in the pump history files and traces. Pump error 37 was confirmed due to moisture damage on the motor. Moisture damage was noted found on battery tube, electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.